Event description:
This distributor became aware on july 8, 1994 of an incident that occurred involving a glidewire while performing a caardiac catherization. The gluidewire was manipulated through an entry needle via a left femoral approach. Approx six inches of the coating of the gluidewire sheared and detached in the pt's groin. The pt was sent to surgery where successful retreival of the coating was performed. The pt experienced no sequelae as a result of this event.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device not used as labeled/indended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.